Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to a faulty motor. It was also reported that both side rails did not function due to misaligned connections. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head end lift was elevated and would not lower due to a faulty motor. Follow-up submitted as further investigation determined the head end lift not lowering was due to a loose wire connection.

Event description:
It was reported via repair work order that the head end lift would not lower due to a loose wire connection. It was also reported that both side rails did not function due to misaligned connections. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.